Manufacturer narrative:
Results: the pet lock on the proximal end of the pod8 coil pusher assembly was intact; the coil was intact on the distal end of the pusher assembly. The pod8 designed shape was formed. Conclusions: evaluation of the returned device revealed that the pod8 was capable of forming its designed shape. Therefore, the root cause of this complaint cannot be determined. These devices are 100% functionally test and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous malformation (avm) using pod8 coils. During the procedure, the physician successfully deployed and detached two pod4 coils and one ruby coil into the vessel. The physician then moved to another segment of the vessel and attempted to deploy a pod8 coil. However, the pod8 coil was not coiling properly in the vessel and was removed from the patient. The procedure was successfully completed using a new pod8 coil. There was no report of an adverse effect to the patient.